Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.